Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with fail code 570; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague pump with a failure code 570:xxx was confirmed and reproduced during product evaluation. The root cause was assigned to a use/user error. The main batteries and battery harness were replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.